Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if any issues happened.